Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was kinked and as a result would not flow. It was reported that the set was able to be primed with normal saline; however, the saline would not run. Upon visual examination by the customer, kinks were observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Underwater pressure test was performed and the clear passage test had no blockage. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.